Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. (B)(4).

Event description:
It was reported that the external pulse generator was turned on and stopped working after being connected to a temporary pacing catheter during a procedure. Three attempts were made to get the external pulse generator working before a new external pulse generator was used. After the procedure was over, the battery was replaced in the external pulse generator, which did not resolve the issue. The procedure was completed with no patient complications. The status of the external pulse generator is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.